Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and usm arms. Evaluation identified no issue. The customer report of movement issue was unable to be reproduced. No part replacement or recalibration was required. The da vinci system operated without error and verified ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal side manipulator (usm) arm 4 drifted after using the grabngo functionality. The customer received phone assistance from the technical support engineer (tse). Review of the system logs confirmed possible related errors on the setup joints (suj) 3 and 4. Tse indicated a likely user induced cause. The procedure was continued with no reported injury.